Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted, and patient was doing well postoperatively. No further information could be obtained despite good faith efforts.